Manufacturer narrative:
29-feb-2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Bleeding from corner of mouth where upper lip joins [mouth haemorrhage] stabbed inside mouth...cut mouth [mouth injury] mouth hurt [oral pain] shaft part cracked...tube under the round brush of the replacement brush was chipped - oral-b [device breakage] case narrative: 47 year old female consumer via phone stated that when she plugged the oral-b toothbrush head refill (eb25rx-hb) into the main oral-b toothbrush unit, the shaft part cracked and it stabbed/cut her inside the mouth, causing her to bleed from the corner of her mouth where the upper lip joins. Her mouth hurt and she felt like she was being pricked by a thorn. The tube under the round oral-b toothbrush of the replacement brush was chipped. No serious injury was reported. 05-feb-2024 case update: the concomitant product lot was 032. No serious injury was reported. 04-mar-2024 amendment from information initially received on 05-feb-2024: the concomitant product lot was u3246. No serious injury was reported. 05-mar-2024 case update from product investigation results completed on 29-feb-2024: the suspect product was confirmed to be oral-b power oral care refills floss action eb25 brush set 2ct. The concomitant product was confirmed to be oral-b rechargeable toothbrush handle. No serious injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return

Event description:
Bleeding from corner of mouth where upper lip joins [mouth haemorrhage] stabbed inside mouth...cut mouth [mouth injury] mouth hurt [oral pain] shaft part cracked...tube under the round brush of the replacement brush was chipped - oral-b [device breakage] case narrative: 47 year old female consumer via phone stated that when she plugged the oral-b toothbrush head refill (eb25rx-hb) into the main oral-b toothbrush unit, the shaft part cracked and it stabbed/cut her inside the mouth, causing her to bleed from the corner of her mouth where the upper lip joins. Her mouth hurt and she felt like she was being pricked by a thorn. The tube under the round oral-b toothbrush of the replacement brush was chipped. No serious injury was reported. 05-feb-2024 case update: the concomitant product lot was 032. No serious injury was reported.